Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation - interim nurse manager - cardiac care unit. Additional initial reporter: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Reference complaint:(B)(4).

Event description:
It was reported that after 17 days of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a gas gain alarm that could not be resolved by using the iab fill key. The nurse confirmed that the tubing was clear and that the connections were tight. The nurse reported that there was a lot of condensation in the helium tubing of the catheter. The patient was not being moved when the failure occurred but was mobilized earlier without issue. The getinge representative recommended that the nurse disconnect the helium tubing from the iabp, and then shake and/or suction out the fluid. A follow up call reported that restriction alarms were happening and they were not able to get the iabp to restart. Then, all of a sudden, there was a loud noise and the iabp said system failure. The iabp was sequestered and the patient was taken to cath lab for iab replacement. There was no patient harm or adverse event reported. This report is for the iab involved in this event. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-04737.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).